Manufacturer narrative:
Updated data: e1. Initial reporter phone number. E2 and e3. Re-entered information indicating medtronic knew this event was reported by a healthcare professional. H6. Eval code-conclusion. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination typically occurs when the capsule is subjected to a bending force which in this case may have occurred during return transport for analysis, as the device was shipped coiled in a cardboard box. However, the cause of the delamination in this event cannot be conclusively determined with the available information. Recapturing is a feature of the delivery catheter system (dcs) which allows for additional attempts to accurately position the valve. Various factors can affect valve positioning and dislodgement including patient anatomy or physician technique. In this case, it was noted that the patient had a large and calcified annulus. It indicates that the potential cause of the positioning difficulty and dislodgement could be due to patient anatomy. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the third recapture, the deployment knob (actuator) separated. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but with the available evidence the cause of the positioning difficulty and dislodgement could not be conclusively determined. The probable cause of the reported unable to recapture and deploy the valve was likely due to the actuator separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the handle components detached from the delivery catheter system (dcs). The device was received with the capsule partially opened. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. Both tab 3 and tab 4 were observed to have detached from the male actuator component. One of the detached tabs was returned with the device but it was unknown if it was tab 3 or tab 4. Conclusion: the investigation is in progress. Updated h.6 - eval method, results, conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured multiple times as a result of instability of the implant depth during attempted valve release. It was reported there was both difficulty positioning the valve and that the valve dislodged during attempted deployment. It was also reported that the patient had a large, calcified annulus. On the third recapture, the handle disassembled, which made it impossible to completely close the valve or release the valve. The system was removed without difficulty passing through the 20 fr introducer. A new system was used for implant. No adverse patient effects were reported.